Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the pressure solenoid (psol) valve, which resolved the reported issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during start-up, a ventilator generated an error message. There was no patient involvement.